Event description:
In 2004, during the collection cycle of the plasmapheresis procedure and after collecting approx 790 ml of 880 ml of plasma, the first-time donor complained of feeling lightheaded and was noted to be pale. The phlebotomist stopped the procedure after returning the donor's blood cells from the reservoir and infused 250 ml of saline. The vital signs showed a blood pressure (bp) of 80/60 mmhg, a pulse of 88 bpm and 16 respirations/min. Their pre-donation vital signs were bp: 122/53 mmhg and pulse: 62 bpm. Since the donor stated they felt better and their vital signs were stable, the procedure was continued. However, within a few mins, 868 ml collected, the donor again complained of lightheadedness and was noted to be pale and diaphoretic. Their vital signs were bp: 90/64 mmhg, pulse: 72 bpm and 16 respirations/min. The procedure was stopped and an add'l 500 ml of normal saline was given. Their vital signs were close to their baseline vitals with bp: 120/64 mmhg and pulse; 72 bpm, but their respirations increased to 20 per min. At this point the donor stated they were feeling bad, and complained of chest pain, stating, "it just hit me". The local ems was contacted and the donor was transported to a local ER, were they were admitted to the hosp. They were discharged next day, with a diagnosis of a panic attack. The donor history card shows this donor's first attempt at source plasma donation was on 6/18/04, but they were temporarily deferred due to positive test result for protein in their urine. They returned again on 7/22/04 and this time they were temporarily deferred due to a low hematocrit, 37%. When they returned to donate on 7/26/04 they met all the donor eligibility criteria and was allowed to donate. Baxter medical affairs contacted the medical supervisor at the plasma center to ask if the medical records associated with this event were available. The donor had not returned the medical supervisor's calls nor has the donor returned to donate. The donor did not sign a release form yet, so the medical supervisor is unable to ask the hosp for copies of the medical records associated with this event.